Manufacturer narrative:
One medfusion pump was received with no external damage. The event history log was reviewed and there were acu watchdog and primary audible alarm post error messages. Start-up, flow and occlusion tests were performed. The reported issue was unable to be duplicated. The cause of the issue was unable to be determined. The interconnect board was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure and audible alarm post. There was no patient involvement or clinical injury.